Event description:
A pt reported experiencing inaccurate erratic results with a sse meter. The pt's blood glucose results were 200mg/dl, 100mg/dl. Tests were done within 5 mins with a difference of 59%. Pt did not experience any adverse events. No further info has been reported. Note- customer cleaning meter incorrectly.